Event description:
Argon beam abc probe came apart inside abdomen during surgical procedure. Metal piece was located and removed immediately. Argon was turned off and new handpiece was opened and used.